Manufacturer narrative:
Date of event: exact date unknown, event occurred last year or so. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 17811308.

Event description:
It was reported that the patient was experiencing pain at the pocket site which caused the patient to be nauseated. All device components were explanted and were not returned.